Event description:
I received the malem alarm and set it for my baby boy. As soon as I put the batteries, the alarm started to get very hot. After 5 mins, it was warmer than the room and starting to get hot. I removed batteries and tried new (B)(6). Within 10 minutes, the alarm was very hot again. Then I removed those batteries as well and tried another new pack of batteries which I had used in my remote control cause I know those batteries are good. Again, the alarm got super hot within 10 mins and got so hot that I could barely hold it. My son won't be wearing this alarm and sleeping. There should be no reason for the alarm to get so hot. It is brand new.